Event description:
It was reported that the coating was peeled off. A 300cm straight tip v-14 control wire was advanced through a non-bsc support catheter for a below the knee angioplasty. However, it was noted and confirmed through angiography that the hydrophilic coating was peeling off when passing through the non-bsc support catheter. The peeled coating was removed upon removal of the device from the patient's body. The procedure was completed with this device. No patient complications were reported and patient's status was stable. It was further reported that the coating of the wire tip became detached around the puncture site as the needle was passed. The detached fragment was removed using a snare.

Manufacturer narrative:
A2: age at time of event - 71 years old.

Manufacturer narrative:
Age at time of event - (B)(6) years old.

Event description:
It was reported that the coating was peeled off. A 300cm straight tip v-14 control wire was advanced through a non-bsc support catheter for a below the knee angioplasty. However, it was noted and confirmed through angiography that the hydrophilic coating was peeling off when passing through the non-bsc support catheter. The peeled coating was removed upon removal of the device from the patient's body. The procedure was completed with this device. No patient complications were reported and patient's status was stable.